Event description:
A dreamstation auto CPAP device was returned to a service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at the service center, the device was visually inspected, and evidence of foam particles were found. Additionally, the service technician also noted dust contamination and destroyed power connector. The device was scrapped by the service center after the evaluation was completed.